Event description:
A us distributor reported that an electrode belt had non-functional ecgs.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to a shorted ECG ¿d¿. The root cause for the shorted ECG ¿d¿ could not be positively identified. There was no adverse event that resulted from the damaged belt.